Event description:
Reporter noted small posterior capsule tear occurred during I/a with reusable silicone tip, but managed to finish the procedure without further complication. Pt has full "va" and recovered. Did not feel this was serious injury.